Event description:
It was reported that a patient presented to clinic for follow up. Their insertable cardiac monitor (icm) was unable to be interrogated. Troubleshooting and reinterrogation was attempted, but the issue was not resolved. There were no patient consequences.